Event description:
Customer reported a hospitalization for high blood glucose on (B)(6) 2014. Customer does not know her blood glucose when hospitalized, but stated it was high. She stated the night before she was drinking water all night and regurgitated. At the time of the call, customer was still in the hospital being treated. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not occluded. The device passed all troubleshooting tests. Customer was advised to monitor the issue and call back if needed. Customer's current blood glucose is 196 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.